Event description:
It was reported that during the implant procedure, the patient was not getting stimulation related side effects. The physician re-seated the twistlock, and the patient still did not get stimulation side effects; there was no therapy. The impedances were checked, and all the combinations came up as low; readings were under 20 ohms. The lead was removed, and a new lead was implanted. At the time of report, the new lead was working.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).